Event description:
It was reported that the attachment device was not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact extension (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings that are out of axial alignment due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.